Event description:
A 10 x 20 mm balloon broke inside the patient's artery during routine use in the cath lab. The balloon could not be removed and patient was taken emergently to or for right groin cutdown and surgical removal of broken balloon. Manufacturer response: for inflatable balloon, advance lp35 (per site reporter) unknown.